Event description:
Description of event according to initial reporter: the doctor was trying to deploy a jug celect filter that would not detach (B)(4). He had to open a second filter that was a jug tulip and had the same issue (B)(4). He tried applying forward pressure to unhook the filter but that pushed the filter into the renal vein. He had to open a retrieval system and retrieve this filter. He had to open a third filter for placement.